Event description:
The recipient is experiencing pain and discomfort at the implant site. The recipient has a history of radiation therapy around the throat and nose area and has had several skin treatments (type unknown). Device testing revealed results within normal limits.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was advised to discontinue device use. It was noted that radiation therapy occurred prior to implantation, and the recipient is not currently undergoing any specific treatment for the skin. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.